Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in impedance measurements and noise. Oversensing of noise led to pacing inhibition. A lead fracture was suspected, thus the rv lead was taken out of service and a new lead was successfully implanted. No additional adverse patient effects were reported. The serial number of the lead is unknown at this time. The field representative will be contacted and attempt to obtain this information from the reporting facility.